Manufacturer narrative:
This report is being submitted to relay additional and corrected information. 0001038806 - 2018 - 01064 - 1 has also been submitted. The following sections are being reported: brand name: navigator® certain® implant mount 4.1mm(d) short. Product code: ndp. Catalog number: sgiim4s. Is this a single-use device that was reprocessed and reused on a patient?: correction: no. Concomitant medical products: 3i t3® with dcd® parallel walled implant 5/4 x 8.5mm item: bnps5485 lot: 2014120398. Initial reporter occupation: correction: dentist. Report source: health professional. Date rec¿d by MFR: 16 apr 2019. Type of report: follow up. Type of reportable event: serious injury. If follow-up, what type: correction, additional information, device evaluation. Device evaluated by MFR: yes, evaluation summary attached. Method, results, conclusion codes. Usage of device: unknown. The reported device was received for evaluation along with the concomitant implant. Visual inspection identified dried blood and bone on the implant as well as a bent mount screw. It was also determined that the mount has a 4.1mm connection has a 3.4mm connection. The reported conditions of "the implant mount would not release from the implant during placement" and the "bent" condition were confirmed. A device history record (DHR) review could not be performed for the reported mount as the lot number is unknown. A complaint history review by item number was conducted for the reported device. The complaint history review revealed that there are no existing non-conformances for the reported device related to the reported event. A DHR review was completed for the concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was performed for the reported implant lot number for similar events and no other complaint was identified. A definitive root cause for the reported mount that would not release from the implant was determined to be customer use error as the customer used a 4.1mm implant mount on a 3.4mm implant. A definitive cause for the bent malfunction could not be determined. Probable causes include; choosing wrong implant mount, certain internal connection mounting hex does not mate correctly with implant, implant mount diameter/length is oversized/undersized and stripped hex of the implant screw. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming. The unable to place event could not be verified. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. The documented process controls demonstrate that the overall risk associated with each failure mode (including severity and the probability of occurrence) has been mitigated to an acceptable level. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant mount would not release from the implant during placement. It was also reported that the implant was removed and no other implant was placed during the procedure. It was reported that the implant was bent.the patient site was grafted and sent home to heal. Additional information received indicated that the dr attempted to place 2 implants in site #14 but they were removed due to lack of primary stability.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4).

Event description:
The doctor reported that implant mount would not release from implant ((B)(4)) during placement. Attempts were made to obtain the item and lot number for the device, but were unsuccessful. It was also reported that the implant was removed and no other implant was placed during the procedure. The patient site was grafted and sent home to heal.